Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the indicator on the handle was showing green when fired, but the unit misfired. There was poor staple formation. The staples formed poorly because it was suspected that the anvil disconnected from the stapler. Therefore, the staples just released. Surgical time was extended by more than 30 minutes because the anastomosis had to be redone with a new circular stapler and anvil. Current pt status is fine.